Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the CT scan showing ¿ventral hernia with no evidence of any obstruction¿ was not provided.] ??/??/05: [missing records: possible missing records of ¿hernia repair x 2 in 2005¿ as mentioned in history and physical on (B)(6) 2015 were not provided.] (B)(6) 2006: (B)(6) medical center (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure performed: repair of ventral hernia using implantation of gore-tex dual mesh. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Indications for procedure: this is a 38 year old white female who is obese with painful bulge just below her umbilicus. She has been cleared by cardiology for this procedure. She has no obstructive symptoms. She had a CT scan several months ago which revealed this ventral hernia with no evidence of any obstruction. It is reducible, it is about 4-5 cm in diameter, about 3 cm in the midline below the umbilicus. Technique of procedure: ¿the patient was taken to the operating room and placed in supine position after satisfactory general anesthesia had been induced. A foley catheter was placed sterilely in the urinary bladder. The abdomen was prepped and draped in a sterile fashion. A midline incision was made from just below the umbilicus to about 6 cm below the umbilicus. The incision was carried down sharply through the subcutaneous tissue down to the hernia sac. The hernia sac was separated from surrounding soft tissue structures down to the fascial defect. The hernia sac was incised and excised circumferentially and sent as a specimen, the contents of which were mainly omental fat which was reduced back into the abdomen. Bleeding points were controlled throughout this procedure with the electrocautery. The fascial edges were freed circumferentially underneath the muscle fascia of surrounding adhesions. A piece of gore-tex dual mesh 5 cm in length and 3 cm in width was positioned underneath the muscle fascia and sutured into place using large u type stitches of 0 gore-tex suture. Once this had been sutured into place the fascia was closed primarily overlying the mesh in the midline with interrupted 0 gore-tex suture. The wound was irrigated throughout this procedure with vancomycin type saline solution. The subcutaneous tissues were reapproximated with interrupted 3-0 monocryl. The skin edges were reapproximated using a stapling device. [A] sterile dressing was applied, taped in place. Sponge instrument and needle counts were correct x 2, blood loss minimal.¿ (B)(6) 2006: (B)(6) . Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 03748032. W.l. Gore & associates. Size: cut to fit. Serial number: (B)(6) . The records confirm a gore® dualmesh® plus biomaterial (B)(4)) was implanted during the procedure. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Pathology report. Access number: (B)(4). Specimens: tissue, ventral region. Clinical history: not given. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: not given. Gross description: the specimen, labelled hernia sac, consists of a single piece of pink-tan-purple fibroadipose tissue measuring 9.6 x 5.1 x 0.7 cm. Small fibrous bands are noted on the surface. Cut section is unremarkable. Microscopic description: fibroadipose tissue with a well-defined mesothelial cell layer. There is mild fibrosis and localized chronic inflammation. Pathological diagnoses: fibroadipose tissue, labelled ¿ventral hernia sac¿, excision: hernia sac . (B)(6) 2006: (B)(6) medical center (B)(6). (B)(6) md. Operative report. Pre-procedure diagnoses: recurrent ventral incisional hernia. Obesity. Post-procedure diagnoses: recurrent ventral incisional hernia. Obesity. Procedures: repair of recurrent ventral incisional hernia with gore-tex dual mesh. Estimated blood loss: minimal. Complications: none. Indications for procedure: a 39-year-old, obese, white, female with ventral hernia repair on (B)(6) 2006. Patient has a recurrence in the same area below her umbilicus. It is reducible. It is about 5 cm in diameter. She is scheduled to undergo repair of the same. Technique of procedure: ¿patient was taken to the operating room and placed in supine position after satisfactory general anesthesia was induced. The abdomen was prepped and draped in sterile fashion. Through the old lower midline incision, a new incision was made overlying this hernia and carried down through subcutaneous tissue. The hernia sac was separated from surrounding soft tissue structures, down to the fascial defect. The hernia sac was incised, contents of which was primarily omental fat, which was reduced back into the abdomen. Hernia sac was completely excised and sent as a permanent specimen to pathology. A piece of gore-tex dual mesh of about 10 cm in length and 6 cm in width, was appropriately positioned underneath the muscle fascia and sutured into place with large u-type stitches of #1 prolene. Once this had been sutured into place circumferentially with the gore-tex dual mesh being appropriately positioned, serosal surface toward the intestine and the fibrotic surface toward the fascia, this concluded this portion of the repair. It was constantly irrigated throughout this procedure with vancomycin solution. The fascia was primarily closed horizontally overlying this mesh as well, with interrupted #1 prolene sutures. The subcutaneous tissues were irrigated with antibiotic solution and reapproximated using stapling device. Sterile dressing applied and taped in place. Sponge, instrument and needle counts were correct x 2. Blood loss was minimal .¿ (B)(6) 2006: (B)(6) . Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 04202191. W.l. Gore & associates. Size: 10.0 cm x 15.0 cm x 1.0 mm, cut to size. Expiration date: 2009-01-26 . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04202191) was implanted during the procedure. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Pathology report. Access number: (B)(4). Specimens: tissue, ventral region. Previous pathology cases: (B)(4): ventral hernia sac excision- hernia sac. Clinical history: not given. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: not given. Gross description: the specimen, labelled hernia sac, consists of a single piece of pink-tan-purple fibro membranous tissue measuring overall approximately 10.3 x 6.3 and ranging in thickness from 0.5 to 1.2 cm. Cut section reveals areas of fibrosis with a fibrotic nodule identified measuring 1.2 cm. No tumor is identified. Microscopic description: fibroadipose tissue with no well-defined mesothelial cell layer identified. Bands of benign fibrosis are noted. Pathological diagnoses: fibroadipose tissue, labelled ¿ventral hernia sac¿, excision: features consistent with hernia sac. Fibrosis . (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis. History: abdomen pain without fever. Findings: ventral wall hernia with repair noted, although above and below the repair including periumbilical hernia or fat-content hernia there. In the midline inferiorly again only- fat contents, appears to be periumbilical-type hernia. Again, only fat contents. Some degenerative disease in bones. Impression: ventral wall hernia with only fat contents . (B)(6) 2015: [facility ni]. (B)(6) md. Office notes [handwritten]. Endogenous obesity, smoker ½ pack, 2 hernia repaired with mesh, 2 cesarean sections and tubal ligation. Told need to understand that with increased obesity, smoking, previous mesh, [illegible] greater chance of recurrence. Recommend repair with mesh, chance recurrence 30%. Hernia incarcerated with preperitoneal fat . (B)(6) 2015: [facility ni]. (B)(6) md. Preoperative consultation. Pre-operative medical assessment and risk stratification at the request of (B)(6) md prior to elective ventral hernia repair with mesh. Bmi 36.9. Patient is medically optimized and does not require additional testing prior to the planned surgical procedure. Impression/plan: ventral hernia, preoperative evaluation to rule out surgical contraindication, obesity, tobacco abuse, nerve pain. Hold aspirin/nsaids, multivitamins, supplements, ½ pack per day smoker. Long term abdominal pain with 2 prior surgeries for hernia repair, scheduled for repeat surgical intervention. Weight 198 lbs. 6.4 oz. (B)(6) 2015: (B)(6) hospitals and clinics. (B)(6) md. History and physical. Preoperative evaluation prior to surgery since she is morbidly obese and continues to smoke and 2 recurrent hernias. Complaint of ¿I have a hernia¿. Has had 2 previous hernia repairs with mesh, 2 cesarean sections, tubal ligation. Morbidly obese with most of her obesity into her abdomen. Examination: abdomen; hernias, 1 above the umbilicus and 1 below. Impression/plan: morbid obesity with recurrent ventral hernias x 2, will proceed with a ventral hernia repair with mesh with the patient fully understanding that I have pleaded with her to stop smoking. She states she cannot lose any more weight, these are very painful and incarcerated, understands that there is certainly a greatly increased risk of recurrence and she wishes to proceed. This procedure is being done electively, this is semi-emergent since this is incarcerated and is very painful but it is incarcerated with preperitoneal fat at this point and it is mainly painful . (B)(6) 2015: (B)(6) hospitals and clinics. (B)(6) md. Operative report. Preoperative diagnoses: morbid the endogenous obesity. Recurrent ventral hernia, is repaired previously by mesh, incarcerated in the preperitoneal fat. Anesthesia: general anesthesia. Findings: the patient was noted to have 3 hernias, one just above the umbilicus and then one at the umbilicus, and then the very large defect inferiorly. The entire defect was noted to be approximately 12 cm, and a 14 cm intraabdominal protek was used for the intra-abdominal mesh. Operative findings and procedure: ¿the patient was noted to have mesh in the anterior abdominal wall. This was incarcerated. A very laborious dissection, 3-hour operation was necessary in order to very carefully dissect this from the underlying intraabdominal contents to where the protek mesh could be placed and removal of this old mesh was done by sharp dissection. I am not sure what kind of mesh this was, but it is an extremely difficult dissection and then the abdomen was closed, the defect was closed by overlapping it approximately 2 cm above and below and medially and laterally closed with a running 0 prolene suture and they were tied very securely at the end. A hemoclip was placed prior to cutting the suture and then running it. Interrupted 0 vicryl sutures were used as well for a reinforcement. After this had been accomplished, exparel was injected a total of 20 cc undiluted was placed in 2 cc amounts all around the anterior abdominal wall just beneath the fascia on each side. After this had been accomplished, the defect was closed. A 3-0 vicryl was used for the subcutaneous tissue and proximate was then used for the skin. After this had been accomplished, 4 x 4s were placed over this with mefix tape and an abdominal binder was utilized. The patient withstood this procedure very well, left the operating room in good condition.¿ estimated blood loss: 10 cc. Replacements: none. (B)(6) 2015: (B)(6) health system. [No signature]. Progress notes. Procedure performed: incisional ventral hernia repair with mesh. Specimens: not applicable. (B)(6) 2015: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: (B)(6) health system. Implant record. Proceed mesh, ethicon inc . (B)(6) 2015: (B)(6) hospitals and clinics. (B)(6) md. History and physical/consult note. Completed hernia repair today with mesh, asked to assist with inpatient hospitalist care and management. Has significant sore abdomen and is able to get around in a wheelchair at this time due to severe pain, passing flatus, neurologically intact and hemodynamically stable. Impression/plan: incarcerated ventral hernia, status post ventral hernia repair, will continue current medical management and pain control, tolerating clear liquid diet, now advanced to full breakfast in the morning. Postoperative nausea and vomiting, will offer zofran or phenergan. Abdominal pain, will give analgesics. Morbid obesity, needs proper weight management. Current every day smoker, 1 pack per day . (B)(6) 2015: (B)(6) hospitals and clinics. (B)(6). Discharge summary. Has had 2 previous repairs of incisional hernia, morbidly obese and is on chronic pain medicine for her back, taken to operating room where a very difficult dissection ensued; approximately 3 hours accomplished to dissect out and removed previous mesh. Exparel used, having very little pain, I feel that she has her own pain medicine at home so I feel like she could not be dismissed with her home pain medicine when she has norco at home that she takes routine. (B)(6) 2015: (B)(6) hospitals and clinics. (B)(6) md. Discharge summary. Discharge condition; stable. Hospital course: history of tobacco habituation, morbid obesity, had ventral hernia repaired in past; now has recurrent ventral hernia, assessed and had surgery yesterday. Post procedure, very sore, barely able to get up and walk, given appropriate analgesics overnight and pain well controlled, now much improved, still sore but better that she was in the past 24 hours. Having good oral intake, good urine output, passing feces and flatus, will be discharged home today in stable state. Disposition home. Follow up (B)(6) md. (B)(6) 2015: [facility ni]. Jpd. Office notes [handwritten]. [Illegible]. Return to clinic for some clear drainage at umbilicus. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03748032. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral / incisional hernia repair on (B)(6) 2006, whereby two gore® dualmesh® plus biomaterial's were implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.